Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that after a laparoscopic low anterior resection, leakage occurred at the night of the operation day. In the surgery, the anastomosis was completed as usual. About 3 or 4 hours after the initial operation, the leak was identified from the drainage. The re-operation was performed. The 1/4 of the staple line of the side of anterior wall was dehiscent. The additional suture was performed and the temporary stoma. The patient is stable. In the initial procedure the surgeon indicated the donut was inspected and there was no problem. The washer was cut. The staples seemed to be b-shaped. After firing, because it was difficult to remove the device from the patient, the device was removed after putting it forward. The leak test was not performed in the initial procedure. The doctor said the cause of the leak was not the device and the cause of the leak might be the technique.

Manufacturer narrative:
(B)(4). Batch # n56h4g. Two devices were returned and analyzed. It is unknown which returned device was used for the initial procedure and which was used for the reoperation; therefore, both evaluations have been included. There was no reported issue with the device used in the reoperation. Batch: n56h3h, expiration date: 8/20/2021, manufacture date: 9/20/2016. The analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present only the anvil part and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present only the anvil part and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.